Manufacturer narrative:
Details received on 23 october 2015, after the revision performed on (B)(6) 2015: femorotomy necessary to remove the stem as it was well osteointegrated, as well as the cup. The radio showed signs of infections: streptococcus was found. Wash with hydrogen poroxide and gun with saline + gentamycin. Cerclage performed. Bore 13mm diameter femoral before placing a cemented stem t8 pte sem laboratory. Milling and laying of a cemented acetabular t44 sem lab. Implantation of a steel collar head 6. The explants would have been sent back and post-op xrays would have been provided. On 11 november 2015 the medical affairs director made the following analysis: the stem sits proud of the femur and slightly in varus. The cup is correctly oriented but signs of osteolytic regions are visible in charnley-delee zone 2. These may be due to infection, as reported in the notification form. Also on the proximal-lateral aspect of the femur some lytic regions of uncertain origin are seen. It is very possible that the root cause for this failure is infection, as reportedly suspected. I don't think that the suboptimal position of the stem is the cause for the problem. It is also difficult to assess the positioning with only one hip represented on the xrays. Visual inspection of the retrieved implants made by the rd& project manager on 19 nov 2015: on the cup, the ha coating is not present anymore. Bone can be seen, mainly on the equatorial macrostructures. Observing the explanted polyethylene liner, scratches and cuts can be seen on them, caused by the revision surgery. The femoral head does not show any particular sign. On the stem, the ha coating is not present anymore; bone can be seen. Evident scratches can be noted on the stem, in particular in the neck region: they are presumably due to the extraction phase. Finally, both stem and cup seem well osseointegrated. It is not possible from the inspection of the implants determine the root cause of the event.

Manufacturer narrative:
On 23 nov 2015 it was prepared a final report with the information already submitted in the initial report and in the follow up #1. On the same day it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on (B)(6) 2015: lot 130671: (B)(4) items manufactured and released on (B)(6) 2013. Expiration date: 2018-04-30. No anomalies found related to the problem. To date, all the items of the lot have been already sold without any similar reported issue. Inox ball head 12/14 ø 28 size l +3.5 ref. (B)(4), lot. 131746 (not marketed in the USA): lot 131746: (B)(4) items manufactured and released on (B)(6) 2013. Expiration date: 2018-05-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. Versafitcup cc flat pe liner ø 28 / c ref. (B)(4) lot. 131694 (k103352): lot 131694: (B)(4) items manufactured and released on (B)(6) 2013. Expiration date: 2018-03-31. No anomalies found related to the problem. To date, all the items of the lot have been already sold without any similar reported issue. Versafitcup cc trio acetabular shell ø 46 ref. (B)(4) lot. 131664 (k103352): lot 131664: (B)(4) items manufactured and released on (B)(6) 2013. Expiration date: 2018-04-30. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. Not explanted.

Event description:
Revision surgery due to pain planned on (B)(6) 2015, 3 years after primary.